Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, a ruby coil unintentionally detached inside another manufacturer's microcatheter. The physician then flushed the detached ruby coil into the gda and completed the procedure using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.